Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did the reported issue contribute to any patient adverse consequences? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please clarify if the patient had infection: - were prescription steroids administered? - were antibiotics prescribed? If yes, please provide medication name, route and dose. - was medical or surgical intervention provided? If yes, please describe. - were there signs or symptoms of infection prior to the procedure? - were cultures performed? If yes, results? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a thoracoscopic lung repair+open chest exploration for hemostasis+internal fixation of rib fractures procedure on (B)(6) 2025 and suture was used. During the procedure, the patient accidentally fell while working one hour ago and felt chest and back pain at the time. There were no other discomfort symptoms such as coma, chest tightness, or limb movement disorders. The patient came to the hospital for further diagnosis and treatment. CT scan in the emergency department showed a rib fracture and was admitted as a "rib fracture". On the 7th day after admission at 8:58, the doctor performed surgery on the patient. At 9:45, the incision was sutured with suture, but the suture broke when knotted. The doctor immediately took new suture and re sutured the knot, but the suture broke again. The doctor then took another suture and successfully completed the suturing. The patient was repeatedly punctured multiple times, and the surgical steps were increased, prolonging the thoracoscopic lung repair+open chest exploration for hemostasis+internal fixation of rib fractures surgery time. Increased the risk of infection for patient. No adverse patient consequences were reported. Additional information was requested.